Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a code 1005 indicative of an open circuit condition during shock delivery. The right ventricular (rv) lead shock impedance had been trending and reached high out of range measurements during a delivered shock. Technical services (ts) reviewed possible reasons for the exhibited issue, and recommended testing options. The lead appears to be calcified, and the physician suspects lead fracture. This ICD system remains in service. The patient will continue to be monitored. No adverse patient effects were reported.